Manufacturer narrative:
This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and implanted leads exhibited noise oversensing which led to unnecessary anti-tachycardia pacing (atp). The device was reprogrammed to prevent further unnecessary therapy delivery. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting methods and possible root causes. The physician plans to re-evaluate at a follow-up appointment. This right atrial (ra) lead remains in service. No adverse patient effects were reported.